Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the head of the screw driver was worn and had intermittent contact with adjustment screws on the spine clamps. There was no patient present when this issue was identified. No additional information was provided.